Event description:
It was reported that, the pt presented with pain in the right knee which was caused by the pt experiencing a traumatic fall. This caused aseptic loosening and medial subsidence requiring a revision as a result of the pt's fall.

Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.